Manufacturer narrative:
Additional information: h6, h10 the 14fr esheath was returned with a 26mm commander delivery system inserted. Visual inspection of the returned device was performed and the following was observed: esheath liner tear 6¿ in length from distal strain relief, two liner strands and minor tear observed,  tip is unopened with minor soft tip damage observed, sheath unexpanded 3.25¿ from distal tip, and ripples observed on unexpanded section. Device-related photos and procedural imagery were provided by the site and the following was observed: cine imagery shows valve and delivery system exiting through torn sheath. The valve crimped on crimp balloon and exposed through torn sheath liner. The valve flipped backwards with proximal end of inflation balloon folded over. There appears to be a liner strand at the tear region. Dimensional inspection of the liner thickness was measured along the length of tear, 1st liner strand and minor liner tear. The sheath liner thickness at all measured locations met the specification. Note: no measurements could be obtained for the 2nd liner strand due to the nature of the damage. Based on the nature of the complaint, there was no applicable functional testing.   A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event.   A lot history review was performed and revealed no other complaints relating to the reported liner tear, withdrawal difficulty and liner strand. However, two similar complaints relating to the reported resistance with delivery system were revealed. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed similar events for the esheath (all models and sizes) for all the reported events liner tear, withdrawal difficulty, resistance with delivery system and liner strand. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. The following instructions for use (IFU) and training manuals were reviewed for guidance and instruction on device preparation and usage involving the esheath: IFU for esheath, IFU for commander delivery system with sapien 3 ultra, device preparation manual, and procedural training manual. Precautions: caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath introducer set respectively. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. When inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position. When puncturing, suturing or incising the tissue near the sheath, use caution to avoid damage to the sheath. Delivery system insertion through sheath: insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not past the aortic bifurcation. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques : aortic occlusion balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported events liner tear, withdrawal difficulty, resistance with delivery system and liner strand were confirmed by the condition of the returned device and applicable imagery. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing nonconformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ¿there was resistance with advancing the system¿ it was found that the valve had perforated through the sheath.¿ the exposed apices of the crimped s3u thv may increase the rate of the thv getting caught on the sheath, preventing further advancement. Corrective action preventative action (CAPA) has identified potential areas for s3u design/process improvement to mitigate against the failure. Additionally, per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ patient factors such as tortuosity, calcification and vessel diameter can create a challenging pathway for delivery system insertion through the sheath. Other procedural factors such as improper flushing/wetting of the devices, residual fluid in the balloon, insertion angle and incomplete or misaligned valve crimp can also result in difficulty advancing the delivery system through the sheath as well. Because neither imagery nor information about patient vasculature was provided, a definite root cause is unable to be determined at this time. Additionally, the device may have been excessively manipulated to overcome the resistance encountered during device insertion, causing the bent struts of the valve to interact with and weaken the liner, causing the liner tear and liner strands. Finally, the damaged sheath and exposed valve may have contributed to resistance experienced upon withdrawing the sheath. The altered configuration of ds balloon/valve after exiting out of the sheath could have created an enlarged profile that can interfere with the patient anatomy causing the reported device withdrawal difficulties. Available information suggests that procedural factors (bent valve struts/excessive manipulation during delivery system. Insertion/withdrawal of damaged sheath with damaged valve exposed through) may have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  As there was no confirmed edwards defect, no corrective/preventative actions are required. However, after review of the similar reported issues per product risk assessment (pra), a correction action preventative action (CAPA) was initiated to investigate issues associated with insertion of the valve through the sheath using the sapien 3 ultra system (sapien 3 ultra thv, commander delivery system, and esheath). Product risk assessment (pra) previously initiated to investigate the cause and assess the risk associated with resistance with delivery system. The risks outlined in the pra remain the same; the pra documents the potential for ¿percutaneous invention¿, which did occur during this event. Trending analysis indicates complaint rates are within control. The pra remains applicable and no further action is required.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no:(B)(4) , 2015691-2020-13425, 2015691-2020-13426.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. UDI (B)(4). Investigation is underway.

Event description:
As reported, during insertion of a 26mm sapien 3 ultra valve and 26mm commander delivery system into a 14fr esheath, there was resistance with advancing the system. It appeared that the sheath was being pushed back out of the patient. It was found that the valve had perforated through the sheath. The physician cut a skin track and lifted the all the devices out of the patient. A  second 26mm sapien 3 ultra valve and 26mm commander delivery system was used with a16fr esheath successfully. The skin track was sutured and the patient is stable. Per the device pictures received, there was a sheath liner tear, liner strand, damage to the valve frame and kinked delivery system.